Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via social media, that a skin reaction at the puncture site occurred. No site preparation, biosensor insertion location or bio sensor insertion date was specified. On approximately on (B)(6) 2025, the customer had symptoms at the puncture site which included redness, pimples and bumps. The customer consulted their healthcare provider (hcp) to check for infection. The hcp did not diagnose an infection, they provide oral antibiotic medication ¿just in case.¿ follow up contact was made with the customer on (B)(6) /2025. The customer provided additional details they were able to remember. The biosensor was inserted sometime on (B)(6) 2025. Although they were not diagnosed with an infection, the customer did fill the prescription and took the oral antibiotic (cefalexin 500 mg 4 times per day) and applied topical mupirocin ointment. At the time of the call, the site was healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No other customer or event details were available.